Manufacturer narrative:
The autopulse battery in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and revealed no damages. The battery passed the output watts and was used for the run_in test for more than thirty minutes without any fault or error. Based on the evaluation results, customer's reported complaint was not confirmed and a definitive root cause could not be determined. Please see the following related MFR reports: #3003793491-2013-00772 for autopulse nimh battery #2 with sn: unknown. #3003793491-2013-00773 for autopulse nimh battery #3 with sn: unknown.

Event description:
It was reported that during patient care, three autopulse nimh batteries were used with the autopulse platform. These batteries were found to run for 3 minutes or less and then stop with a "replace battery" message. Patient is a smaller sized female. It is unknown if treatment was provided. No adverse patient sequelae was reported. No additional information was provided.